Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to achieve arterial blood marking was confirmed. Based on the visual and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated nonconforming material records or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after a coronary interventional procedure. Reportedly, no bleed back occurred from the marker lumen even after several rotations. A second proglide device was used with the same result. Hemostasis was achieved with a non-abbott device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.